Event description:
Additional information received on 8/20/2024: this was discovered during an rcr procedure. The ablator did not come in contact with anyone and did not catch on fire or produce smoke. When placed on the drapes, the ablator burned the covering cloth after it was turned off. Before the ablator was turned off, it was in constant used for thirty minutes. The case was completed successfully with another r-9811 apollorf mp90 aspirating ablator. The case was not delayed, and additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-9811 apollo batch 69673650 was returned for investigation. Visual inspection noted signs of use on the electrode and tip of the device. The device was tested before the memory was cleared and the screen showed, ¿probe already used/replace probe.¿ after the memory was cleared, functional testing was performed with saline water and the probe worked as intended, no issues were observed with the returned device. The following precaution is listed in dfu-0242-7: 13. Prolonged ablation should be avoided. Intermittent pauses in ablation are recommended, to allow warm fluid and tissue debris to be evacuated from the joint. Prolonged probe activation while using the suction feature may result in elevated shaft or suction tubing temperatures. Dfu-0242-7 also warns 5. Do not use an rf probes in the presence of flammable materials. Do not place activated rf probes near or in contact with flammable materials (gauze, surgical drapes, etc.). Sparking and heating associated with electrosurgery may be an ignition source and fire could result. 10. The tip of the rf probe can remain hot and cause burns after the rf probe is deactivated. The most likely cause for the reported failure can be attributed to user error due to placing the device on a cloth after prolonged activation. Refer to investigation photos & video.

Event description:
On 12/20/2023, it was reported by an arthrex subsidiary employee via (B)(4)that an ar-9811 apollorf mp90 aspirating ablator was set on the drapes after it was shut off and it burned. This was discovered during a procedure on 12/4/2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.